Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred.

Event description:
It was reported that the device may have experienced a power on reset and some of the data history was lost. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device may have experienced a power on reset and some of the data history was lost. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that a memory error had occurred on the device.